Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles on shell, flat creases and missing a piece of shell (0-25%). Weight measurement identified device was underweight. A microscopic analysis was performed which identified: one broken sharp on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one broken sharp on posterior assessed as unidentified (tear) opening and missing shell due to inconclusive. Additional, changed, and/or corrected data: d.1., d.2., d.4., d.9., g.4., h.3., h.4., h.6.

Event description:
Healthcare professional reported rupture diagnosed during routine surgery. Device has been explanted. This is for an unknown side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: brown particle material on the shell, opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed during routine surgery. Device has been explanted. This is for an unknown side.